Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was found unresponsive after collapsing at home. The patient was externally defibrillated and taken to the ER. The patient was stabilized and transferred to ccu. The patient was put under sedation. The patient received multiple inappropriate hv shocks, which doctor believes induced vf. Episodes of vt and vf for noise were also found on all channels of the egm. The event believed to be caused by the device. Replacing the device and sending it for analysis was suggested.

Manufacturer narrative:
The reported field event of noise and inappropriate therapy was confirmed in the laboratory due to review of device egms. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
New information received indicates the device was explanted and replaced due to inappropriate shock and alternate device malfunction.